Event description:
Nurse was going to use the inline suction to suction the infant but found the plastic around the catheter had a hole in it. The inline suction was due to be changed the next day but not known how long the hole was in the plastic wrap. It was not felt that the hole was there when the device was removed from the packaging. Integrity of plastic may be different as we change these weekly and no other incidents.